Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The event history log (ehl) review was not performed because the device in its received state prevented download of the ehl. The device was found out of specification in relation to the reported system error 220 alarms which were reproduced while attempting to reset the drug library. The cause was determined to be a failed processor printed circuit board (pcb). The processor pcb was replaced to correct this condition. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 220 alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.